Manufacturer narrative:
Results: the catrx was fractured approximately 39.0 cm from the hub. Bends and kinks were present throughout the length of the device. The guidewire lumen was undamaged. The tubing was undamaged. Conclusions: evaluation of the returned catrx confirmed a fracture. If the device is forcefully manipulated at extreme angles outside the patient body, damage such as a kink may occur. If a kinked device is further manipulated, the kink may worsen to a fracture. Further evaluation revealed bends and kinks throughout the device. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the posterior descending artery (pda) using an indigo system catrx aspiration catheter (catrx). During the procedure, the physician completed two passes using the catrx. While removing the catrx after the second pass, the mid-shaft of the catrx broke; therefore, the catrx was removed. The procedure was completed using another catrx. There was no report of an adverse effect to the patient.